Manufacturer narrative:
(B)(4).

Event description:
On (B)(6), the patient underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprostheses. A trunk ipsilateral leg component was implanted on the left side through a gore dryseal sheath (dsl1628j/13765138), and a contralateral leg component and an iliac extender component were implanted on the right side through another gore dryseal sheath (dsl1228j/13479812). It was reported that after successful implantation of the excluder devices and the sheaths withdrawal, the images showed dissections in the both external iliac arteries. It was noted that the patient access vessels were narrow and tortuous (the diameters of the vessels are unknown). A metallic stent was implanted in the left external iliac artery, and another iliac extender component in the right external iliac artery. The dissections were successfully repaired. The patient tolerated the procedure.

Manufacturer narrative:
(B)(4).. According to the gore® dryseal sheath instructions for use (IFU), adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result.